Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one-month post implant that the patient had developed an infection. The infection was identified as bacteremia. The implantable cardioverter defibrillator (ICD) system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.